Manufacturer narrative:
- Upon receipt, the returned subject home monitor was tested and the reported behavior was confirmed, as al the leds light up furtively and then they light up in orange, repetitive this pattern. -there is no short circuit in the printed circuit board. - the observed issue could be caused by flash memory or operating system corruption, which is preventing the device from booting properly. - however, the first cause of this problem could not be fully identified, as the home monitor in question is permanently damaged. - this case is recorded for trending purposes.

Event description:
Reportedly, on 19-december-2024, the transmitter is defective, the heart button is flashing orange and the diodes are constantly scrolling.